Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. After three notifications, there were no samples returned for review. Additionally, there was no visual evidence provided to support the alleged complaint. Without such evidence, the results are inconclusive, and the complaint could not be confirmed. Without the sample to review, determining a definite root cause and corrective action for the reported issue is not possible. Additional information provided in h.6. And h.11.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Line perfused prior to preparing patient, no abnormalities noted at that time. Once line in place air noted in the blue hub. When aspiration. New syringe placed tried to flush, flush leaking at clear hub and silicon connection site crack in blue port hub.